Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn't start and was stuck at 00:00. Review of the log files confirmed the malfunction with the power supply. There was no improvement even after turning the power transformer off and on and then turning the power back on. The cause of the failure analysis determined the led lamp does not light and fan does not work and the failure showed electronic defect which confirmed the malfunction in the part. The fse checked the system and confirmed that the power supply unit (dc power supply) for each part in the main cabinet was malfunctioning. The fse replaced the dc power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.